Manufacturer narrative:
H3: product analysis of part# 2342306m, lot# ct22d020 visual and optical examination confirmed the torx tip has broken and the corners of the torx tip have been rounded off. The remaining tip has also been twisted. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the driver would not hold screws steady and were wobbling around. There was no patient involved in the event and no further complications reported. Additional information was received via manufacturer representative that there were no issues with the screws themselves but just the driver.